Event description:
Consumer reports inaccurate readings on bd cobranded logic. Analysis run on clarke error grid using mean average (276) as ref. Point vs bd reading or (468,265,96). Data-point fell into the "c/d" zones of the grid. Outside acceptable ranges.